Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a broken reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported the ring where the reservoir is located has broken off. Customer's blood glucose is 150 mg/dl. She said the edge popped off and half is still on the device. She noticed it today when her arm touched it and it was sharp. She does not recall any significant events leading to the damage. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.